Event description:
It was reported the customer's insulin pump was prompting them to rewind. The customer stated they were unable to navigate to the main menu. Customer also reported they were currently hospitalized. The customer stated their hospitalization was not diabetes related. Customer also reported a battery out limit alarm. The customer stated they would call back to troubleshoot. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.